Event description:
It was reported that the nc trek was being used to treat a mid left anterior descending artery. The nc trek was put in the patient's anatomy and only 1 marker band was seen under fluoro. The nc trek was removed from the patient and another nc trek was used with no issue. Reportedly, there was a delay in the procedure; however, it was not clinically significant. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The single balloon marker was confirmed and the product specification states that there will be one marker. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.